Event description:
Customer called to report a clear fluid leak of approximately 5 milliliters while running samples on the coulter lh500 hematology analyzer. The fluid, which appeared to be diluent, was from the blood sampling valve (bsv) rinse block. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The field service engineer (fse) contacted customer via telephone on the day of the event, and customer did not report any instrument issues and did not require service; therefore, service was not dispatched. The cause of the issue is, therefore, undetermined. Customer has not called back to report any further issues relating to this event. (B)(4). Customer did not require service.